Manufacturer narrative:
The reported complaint that the autopulse platform (serial # (B)(4)) generated a clicking sound and displayed "system error, out of service, revert to manual CPR " upon powering on was confirmed based on the review of the archive data and during functional testing. The root cause of the reported complaint was the defective processor board, likely attributed to defective component. Upon visual inspection, unrelated to the reported complaint, noticed a cracked front enclosure in which appeared to be a characteristic of user mishandling such as a drop. The front enclosures was replaced to remedy the observed issue. In addition, noticed a patient head restraint wire loop was broken, likely due to user mishandling. The user could have been lifting the platform by holding the head restraints. A missing head restraint do not render the autopulse platform non-functional. The top cover was replaced to address the issue. The archive data review showed the occurrence of system error - user advisory (ua) 132 (internal watchdog timeout) around the reported event date, thus confirming the reported complaint. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering up the device. Thus, confirming the reported complaint. The root cause of the reported complaint was the defective processor board. The defective processor board was replaced to remedy the reported error message. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
Customer reported that the autopulse platform (serial #34116) generated a clicking sound and displayed "system error, out of service, revert to manual CPR " upon powering on. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.